Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected olympus will continue to monitor field performance for this device. The reported event was sent in error and would not cause or contribute to a death or a serious injury if were to recur.

Event description:
It was reported that the image was okay but there was a small dent/nick at the front of the video scope. The issue occurred during a scopy procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image was okay but there was a small dent/nick at the front of the video scope. The issue occurred during a scopy procedure and completed using a similar device. There were no reports of patient harm.